Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04635 for the rx locking / biopsy cap and report number for the dreamtome rx 44. It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct for the treatment of stones. The exact procedure date was unknown. During the procedure, the physician was unable to pass the dreamwire down the scope. Several interventions were attempted; however, it was unsuccessful. The procedure was not completed due to this event. The rescheduled procedure was completed by performing a laparoscopic cholecystectomy. When the scope was checked the following day, a piece of foam from the biopsy cap was pulled out of the working port. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: date of event was approximated to 04/01/2024 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.